Manufacturer narrative:
Product inquiry states the drill, ao t2 femur ø4,2x340 mm to be the subject product. No further associated product was reported. A review of the DHR revealed no discrepancies. Visual inspection of the received drill showed traces of an intense and frequent use. The drilling spiral of the drill returned is completely sheared off. The broken off piece was not returned. The breakage surface shows a smooth structure. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If any further information is provided, the investigation report will be updated. Showing 1 - 1 of 1 rows. Attachment-complaint. Pi - 1653598 image documentation.pdfview local trend code. Provide any appropriate coding for local trending view . Us; 010-h (user-customer-user error) . Supplier information. Supplier issue. No supplier issue, if yes ref #. Erp name. Supplier erp source. Erp ID. Divisional account number . Please fill out divisional account number or supplier facility and click on the "search for suppliers" button. OEM supplier name. Supplier search results . Select the supplier needed from the supplier search results to populate the associated fields. Sonic ID . Product inquiry states the drill, ao t2 femur ø4,2x340 mm to be the subject product. No further associated product was reported. A review of the DHR revealed no discrepancies. The device was documented as faultless prior to distribution. The reported event that the drill, ao t2 femur ø4,2x340 mm was alleged of issue instruments drill broken could be confirmed as the device was returned for evaluation and matches the reported failure. Visual inspection of the received drill showed traces of an intense and frequent use. The drilling spiral of the drill returned is completely sheared off. The broken off piece was not returned. The breakage surface shows a smooth structure. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The IFU instructs that all instrument shall be handled with care to avoid damages; all instruments shall be checked regarding damaged and correct function prior every surgery. The ¿instructions for cleaning, sterilization, inspection and maintenance¿ guide helps to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. According to product inquiry it was reported that ¿the broken off tip remained in the patient at the distal surgical site¿. A previous case was evaluated by a medical expert. According to him an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If any further information is provided, the investigation report will be updated. Product problem code(s) (1) open categorize the type of product problem. For available values, see:additional guidance row # product problem code 1 product problem code 2 product problem code 3 product problem code 4 assignable cause code . 1 material integrity issue-breakages fractures cracks break osteo instrument k-275-a user-customer-user error . Attachment-complaint . Pi - 1653598 image documentation.pdfview local trend code . Provide any appropriate coding for local trending view . Us; 010-h (user-customer-user error) . Supplier information . Supplier issue . No supplier issue, if yes ref # . Erp name. Supplier erp source. Erp ID . Divisional account number . Please fill out divisional account number or supplier facility and click on the "search for suppliers" button. OEM/supplier name . Supplier search results . Select the supplier needed from the supplier search results to populate the associated fields. Sonic ID . Product inquiry states the drill, ao t2 femur ø4,2x340 mm to be the subject product. No further associated product was reported. A review of the DHR revealed no discrepancies. The device was documented as faultless prior to distribution. The reported event that the drill, ao t2 femur ø4,2x340 mm was alleged of issue instruments - drill - broken could be confirmed as the device was returned for evaluation and matches the reported failure. Visual inspection of the received drill showed traces of an intense and frequent use. The drilling spiral of the drill returned is completely sheared off. The broken off piece was not returned. The breakage surface shows a smooth structure. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The IFU instructs that all instrument shall be handled with care to avoid damages; all instruments shall be checked regarding damaged and correct function prior every surgery. The ¿instructions for cleaning, sterilization, inspection and maintenance¿ guide helps to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. According to product inquiry it was reported that ¿the broken off tip remained in the patient at the distal surgical site¿. A previous case was evaluated by a medical expert. According to him an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If any further information is provided, the investigation report will be updated.

Event description:
The tip of the drill bit broke off during a femoral nailing procedure. The broken off tip remained in the patient at the distal surgical site.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The tip of the drill bit broke off during a femoral nailing procedure. The broken off tip remained in the patient at the distal surgical site.